Manufacturer narrative:
Troubleshooting of the device with the customer identified that the cause of the AED not powering on was related to a failure to set-up the AED and maintain the battery pack.

Event description:
A customer reported that their AED would not power on. They reported that this did not occur during patient use.